Event description:
Doctor was doing a microdiscectomy on the patient. When reaching into the disc to retrieve loose tissue, the upper "jaw" of the pituitary rongeur separated and remained in the wound. They were able to see the metal object on an x ray, but the doctor was unable to retrieve it. The doctor stated that further movement of the disc to retrieve this object might commit the patient to having a lumbar fusion at a later date. The doctor elected to not continue searching for the metal fragment. Family (parents) were notified by the doctor that the fragment remained in. Family was told that the patient should not be cat scanned until ok'd by radiologist. The patient was transported to pacu. Pituitary rongeur taken out of service. The instrument had been inspected and serviced.